Event description:
The pt reported that subsequent to the implant of a protegen sling, pt experienced pain and incontinence. Reportedly had sling repair surgery in 1998. The nature of the repair is unk. The device remains in the pt. Therefore, no failure analysis is available.